Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had elevated blood glucose levels up to 300 (mg/dl) with low ketones since beginning on the pump. The customer stated the cause of the elevated bg levels was unknown but believes it to be a pump issue. Manual injections were administered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.